Event description:
It was reported that during a catheter implant the anchoring system was used per protocol and inserted nose deep into fascia. Ties were placed on both wings and when the hcp tried to deploy, the anchor wouldn¿t release from the anchoring tool. A separate anchor was opened and utilized. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information later reported the issue was fixed by using a different anchor. The patient was receiving effective therapy. Additional information later reported the patient recovered without sequela.

Manufacturer narrative:
Analysis revealed catheter anchor did not properly detach from the anchor tool, unable to use. Only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.